Event description:
On (B)(6), 2012 a reporter for the lay user/patient in (B)(6) contacted lifescan (lfs) and alleged an inaccurate high reading on the subject meter as compared to a lab reading. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 at approximately 8am, the patient reportedly observed blood glucose results of "66 mg/dl" with the subject meter and "45mg/dl" on a lab device performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of < 12 mg/dl and/or <15%. It is not known how the patient manages his diabetes or what action he took in response to the alleged inaccuracy. The reporter claimed the patient developed symptoms of "severe fatigue" but it is not known whether the symptoms began before or after the alleged issue and the patient did not receive any form of medical intervention. At the time of troubleshooting, the cca noted the patient's process for testing was correct, the subject meter's unit of measure was correct, and the sample was obtained from an approved site. The subject test strips were unexpired and stored correctly. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. The patient's symptoms do not meet the criteria for a serious injury and the patient did not receive any form of medical intervention. However, this complaint is being reported because the meter did not meet lfs's accuracy criteria.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.